Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, a reoperation was performed at an unspecified time post-operatively and one clip was found improperly formed on the cystic duct. The surgeon applied another device.

Manufacturer narrative:
12/15/1997-supplemental report #1 submitted to FDA.